Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported prior to injection patient was pretreated with an unspecified pretreatment therapy and then injected to the circumorbital ring with juvéderm® voluma¿ with lidocaine as well as concomitant injection with botox®. Patient used ice after injection. Approximately 2 weeks later patient developed ¿swelling at injection sites.¿ patient was treated with xyzall, urbason, wobenzym, and erythromycin however there is still swelling. The urbason was tapered for the next 3 months and then the patient stopped taking it. For one week ¿it worked¿ but then the swelling recurred. Patient was reviewed by an opthamalogist and their eye is ok. Patient was prescribed xyzall and coldistan. Patient was also reviewed by a rheumatologist, a dermatologist, and an allergist who diagnosed the patient with a prolonged allergic reaction to botox® and fillers. The botox® was not injected to the affected areas. Symptoms are ongoing.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling and allergic reaction are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of swelling and allergic reaction as follows: undesirable effects: "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. Cases of necroses in the glabellar region, abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account."

Event description:
Healthcare professional reported prior to injection, patient was pretreated with an unspecified pretreatment therapy and then injected to the circumorbital ring with juvederm voluma with lidocaine as well as concomitant injection with botox. Patient used ice after injection. Approximately 2 weeks later patient developed "swelling at injection sites." Patient was treated with xyzall, urbason, wobenzym, and erythromycin however there is still swelling. The urbason was tapered for the next 3 months and then the patient stopped taking it. For one week "it worked" but then the swelling recurred. Patient was reviewed by an ophthalmologist and their eye is ok. Patient was prescribed xyzall and coldistan. Patient was also reviewed by a rheumatologist, a dermatologist, and an allergist who diagnosed the patient with a prolonged allergic reaction to botox and fillers. The botox was not injected to the affected areas. Symptoms are ongoing.